Manufacturer narrative:
The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that the patient experienced pulmonary vein stenosis. After an ablation procedure was completed with an intellanav open-irrigated large curve catheter, the patient had a computerized tomography (CT) scan and they found vein stenosis in both inferior veins. The physician wanted to review his lesion sets as he reported the stenosis was likely caused from ablating too far into the veins. No further information was provided. It was further reported that the physician was going to refer the patient to a different facility for treatment options.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced pulmonary vein stenosis. After an ablation procedure was completed with an intellanav open-irrigated large curve catheter, the patient had a computerized tomography (CT) scan and they found vein stenosis in both inferior veins. The physician wanted to review his lesion sets as he reported the stenosis was likely caused from ablating too far into the veins. No further information was provided.